Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-04175. The patient has two systems. The issue described herein pertains to the cervical leads. It was reported the patient experienced ineffective and painful stimulation. The physician suspects the leads may have migrated. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-04175. Follow-up identified surgical intervention was undertaken during which the patient's cervical leads were explanted and replaced with a paddle cervical lead.